Event description:
It was reported that a patient underwent a kin tumor resection surgery .on (B)(6) 2026 and suture was used. The patient had been admitted to the hospital for treatment due to a hand mass that had been present for one month. After admission, surgery was performed and the doctor sutured the incision with suture. Post-op, the patient experienced inflammation and wound secretion.. On the 5th day after surgery, the doctor performed suture removal for the patient. It was found that the suture site was red and swollen, and there was yellow liquid at the suture site. It was considered that there was a suture rejection reaction. The doctor gave the patient sterile pus removal and dressing change, oral anti infective drugs, and physical therapy as auxiliary treatment. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures and sensitivities performed? If so, please provide the results. Pathology result of the mass? Were any pre-op cleansing procedures changed recently? If yes, please describe did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?